Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump was received without the original belt clip slot. The test belt clip fit and locked properly and no damage was noted to the belt clip slot. No cosmetic damage was noted.

Event description:
It was reported that the customer had normal blood glucose levels of 105 mg/dl. The customer reported that the buttons of the recertified insulin pump were stiff and somewhat unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.